Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, oversensing was observed. An invasive procedure was performed and damage to the lead was noted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.